Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report # mw5086229. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2019 and the mesh was implanted. It was reported that during hernia surgery, the mesh to be placed fell apart in places. All parts were able to be retrieved. There were no patient consequences. No additional was provided.